Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. The sample initially resulted with a total psa value of .262 ng/ml and this value was reported outside of the laboratory. The doctor in charge did not believe the value was correct. The sample was repeated on (B)(6) 2018, resulting with a total psa value of 17.09 ng/ml. The repeat value was believed to be plausible as it fit the clinical picture of the patient. No adverse events were alleged to have occurred with the patient. The total psa reagent lot number was 340172. The reagent expiration date was asked for, but not provided. Related quality controls were within specified limits.